Event description:
Healthcare professional (hcp) reported a patient was injected in the chin and jawline with juvéderm voluma® xc and juvéderm volux¿ xc. Approximately three months later, the patient experienced ¿induration and warmth, redness in the chin area.¿ the patient was treated with ¿clindamycin, ciproflaxin, steroids and 5 sessions of hyaluronidase with improvement noted but condition is still present on the lower chin.¿ symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the juvéderm voluma® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.